Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that they were not told to return the device and it was discarded. The cause of the ins prematurely depleting was unknown. It just quit showing it was o.b. And said to contact their doctor. The replacement had resolved the issue and was working great so far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s first ins lasted 4 years, but the replacement only lasted 21 months. They thought in october they needed a replacement and said it was replaced with a rechargeable ins.